Event description:
It was reported that there was a failure with the hemosphere instrument. The blood pressure value on the hemosphere was 15-20 points higher than what was displayed on the bedside monitor. The numbers on the hemosphere were 120/80s and the ge monitor was 90/50s. They re-zeroed several times and exchanged the pressure cables to try to resolve the issue, but that was unsuccessful. A blood pressure cuff was in place and the numbers from the cuff were similar to what was being displayed on the hemosphere. There were no error messages. There was no inappropriate patient treatment administered. The patient demographics are not available. There is no patient harm or injury. The serial number of the unit has not been provided. There is no product return as the exact unit cannot be determined. The device history record review cannot be completed as the serial number has not been provided. If there is additional information that becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The hemosphere unit was not returned. The serial number of the unit is unknown. Without its return it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.